Event description:
Caller updated time, personal profile, or related settings and experienced discrepancy in displayed and actual time greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted in updating pump time and advised monitoring for recurring discrepancies and follow-up if necessary; caller acknowledged instructions.